Manufacturer narrative:
Alleged failure: continuous mode without any user interaction. Stop / shutdown only possible by pulling the plug. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the short circuit on the probe short (due a broken/damaged bond of the polyimide and suction tubing causes fluid ingress to the pcb which can lead to a short circuit). The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated.